Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the sixth of twelve reports (same reporter, same product ID, same product problem, different serial number). It was reported that the receptacle that engages the catheter was not connected to the ground and when they touch the finger, they realized that the monitor showed an interference at the mpm-1 and showed an error in the spm-1. For other cables that worked, the receptacle was connected to ground and didn't have a problem. A multimeter was used to check this problem. The cable has never been used. The product problem was found open inspection of the unit after the initial receipt of product from the MFR. It was not found during set up for a procedure. There was no pt involvement. There was no procedure delay.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method: DHR review: complaint trend. Visual inspection. Results: DHR review was completed for pac2 cable serial number (B)(4). Date of manufacture: sep-2014. No non-conformance reports were raised during the manufacturing process for this cable. All results of the functionality tests were recorded as within specification and final release checks were performed satisfactory prior to the cable been released. The DHR review has been deemed satisfactory. A 12 month review of pac2 cable customer complaints was completed; this is the 18th complaint for the reported failure associated with pac2 cable that could not be duplicated. A total of 12 x pac2 cables were in one shipment as an out-of-box failure and were all reported from the same distributor for the same complaint incident. The reported failure was not confirmed; engineering could not duplicate the interference at mpm-1 monitor and was not able to evaluate an error in spm-1 monitor as no fully functional, calibrated monitor was available. Further investigation completed by service center could not duplicate an error in spm-1 monitor. Pac2 cable was verified as working within specifications; no fault was found. Conclusion: since the complaint incident could not be duplicated and the cable was verified as working within specification, no root cause can be established.